Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having trouble and her blood glucose was getting high. Customer stated that she changed the tubing but it did not resolve the issue. Customer stated that she had a blood infection and went to the hospital. Customer got a no delivery alarm in the middle of the night. Customer stated that used shots but it did not bring her blood glucose down. Customer stated that she believes that her 2 infections caused her high blood glucose. Customer's blood glucose was in the 400's when the issue started and then her blood glucose was in the 500's mg/dl on wednesdays. Customer stated that her blood glucose was in the 600's mg/dl on thursday. Customer was admitted to the emergency room on 05/19/16 with a blood glucose level of 597 mg/dl. Customer stated that she took a shot of 20 units that morning. Customer was hospitalized due to blood infection and is still in the hospital. Customer stated that she was wearing the pump at the time.